Manufacturer narrative:
Cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. Intermittent button response due to corroded keypad traces. No button error alarms noted. No moisture damage noted on electronic assy.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 73 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.